Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set the needle shot out of the patient arm and caused a needle stick. The following information was provided by the initial reporter: performing lab draw, butterfly needle was in patient's left ac, while attaching tube to vacutainer, the needle seemed to shoot out of her arm. It bounced off the side of the chair and poked me in the right index finger.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to retraction failure (needle pop out) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure (needle pop out). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® push button blood collection set the needle shot out of the patient arm and caused a needle stick. The following information was provided by the initial reporter: performing lab draw, butterfly needle was in patient's left ac, while attaching tube to vacutainer, the needle seemed to shoot out of her arm. It bounced off the side of the chair and poked me in the right index finger.